Event description:
Pt was a female with a myopic refractive error of -2.25-0.25 x 045 right eye, -2.25-0.50 x 100 left eye -cyclopleged-; and a bcva of 20/20 both eyes. She underwent bilateral lasik on the ladarvision 4000 unit in 2001, with a full myopic correction and a 6.5 mm optical zone diameter programmed for both eye. The right eye was treated first. Both surgeries were performed by a senior experienced refractive surgeon without ablation interruption and no other atypical events were noted. Day 1 post-op, the pt reported that her ucva right eye was unchanged compared to pre-op and she could perceive a subjective improvement in the ucva left eye. Autorefraction showed -2.00 -0.25 x 90 right, -0.75 sphere left. Repeat right eye pachymetry on post-op day 1 performed multiple times showed a decrease in corneal thickness much less than expected based on the calculated ablation depth. The surgeon expressed the opinion to laser center staff that the laser energy did not contact the pt's right cornea. Post-operative topography performed in 2001 revealed a barely perceptible area of central flattening in the right eye; that for the left eye showed a centered symmetric ablation with a small effective optical zone -about 2.5 -3 mm-. Subjective vision complaints reported during the post-op period included trouble reading words on television and inability to drive at night. Subsequent right eye retreatment in 2002 with a standard ablation algorithm for the residual refractive error led to extensive epithelial ingrowth. On follow-up manifest refraction right eye was plano -0.25 x 15 with a bcva of 20/30-2.